Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports prior to the current retainer, had not been wearing the retainers because they were cutting the tongue at night. Stopped wearing the retainers to allow tongue to heal.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.